Manufacturer narrative:
H6: off-label use acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -9.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event is unknown. Reportedly status of the eye is, "ok."